Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that heparin was on hold for a few days due to the patient having a subdural head bleed. The purge was switched to bicarb.

Manufacturer narrative:
The investigation into the stroke/cva, the access site bleeding ¿ minor, and the pain at insertion site issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided, the root cause of the stroke/cva could not be determined. The root cause of the access site bleeding and the pain at insertion site was unable to be determined as limited clinical details were provided and no product was returned for analysis.